Manufacturer narrative:
(B) (4).

Event description:
The pt had a huge pocket at his pump, which made the hcp think that the catheter was dislodged. At that time, the pt was receiving 13.9 mg/day of morphine (25 mg/ml) and 462 mcg/day of compounded baclofen (1450 mcg/ml) via the pump. On (B) (6) 2009, the catheter was revised and it was determined that the catheter had become disconnected from the pump. On (B) (6) 2009, the pt was down to 2.2 mg/day of morphine and 109.9 mcg/day of compounded baclofen in his pump. The pt was getting relief from his pump therapy. Sometime between the revision in (B) (6) 2009 and (B) (6) 2010, the pt was switched from oral percocet 4 mg, 4 times/day to a new drug called neuracenda; the pt did not respond to the new oral medication and was in discomfort. From that point on, the pt's relief decreased. It was also noted that the pt was having increased pain and spasms following physical therapy sessions in the fall of 2009. An MRI was done (B) (6) 2010, but no definitive diagnosis could be made from the results. On (B) (6) 2010, the dr could not aspirate from the side port, which was common she stated due to possible build-up of scar tissue. The dr's team decided not to pursue the nuclear medicine study that was provided as a possible intervention option. The pt's drs decided to remove the morphine from the pump and continue with the compounded baclofen and oral medication. By removing the morphine, the drs anticipated an increase in pain which would indicate that the morphine in the pump was helping. This intervention plan was going to be explained to the pt (B) (6) 2010 at a consult with the dr. They had ruled out a problem with the pump because he had not had high residuals, no alarms had sounded, and when they interrogated the pump it showed no problems such as motor stalls. As of (B) (6) 2010, the pt was receiving 220 mcg/day of compounded baclofen and 3.78 mg/ml of morphine. It was noted that the pt was also taking oral roxycodone (15mg, 4 times/day). It was later reported that the pt's morphine concentration was cut in half on (B) (6) 2010 to see if he would notice a difference in pain relief. His dilaudid remained the same. The pt was also admitted to the hospital on that date with pneumonia. The dr was currently waiting to see the outcome of the pt's pneumonia and will f/u at a later time to see the results of the morphine change.